Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was successfully explanted and replaced. The patient was doing fine post surgery.